Event description:
It was reported that shortly after implant this right atrial (ra) lead had to be repositioned due to unknown reasons. This lead remains in service. No additional adverse patient effects were reported.